Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump esc button did not respond due to corroded keypad trace. No button error alarm noted. No vibration anomaly during testing noted. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the customer received a button error while delivering insulin. Customer's blood glucose was 74 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.